Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory results . Please the updates in sections: g4, g7, h2, h4, h6 and h10. The scope was sent to an independent laboratory for microbial testing. The scope's air/water, distal end and instrument / suction channels were cultured and tested positive for the following microorganisms bacillus toyonensis and staphylococcus hominis. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a device evaluation.

Manufacturer narrative:
The ess reported that pre-cleaning being performed immediately after a procedure (wiping, suctioning for a few seconds(not the full recommended amount of 10 seconds or more), sometimes credit card is used). The endoscope is being leak tested prior to manual cleaning with mu-1 and mb-155 leak tester. However, the water is not always filled to completely cover the scope. There were a few times that half the scope was still not submerged during the leak test. The endoscope channel is being brushed during manual cleaning with an olympus single use bw-412t brush. The customer utilizes the steris 1e and evotek automatic endoscope reprocessor. There are no known issues with the aer. It is unknown when the last preventative maintenance was performed on the facility¿s aer. The last reprocessing in-service conducted by an olympus endoscopy support specialist was in january 2019, before that november-2018. Since the last in-service the facility¿s staff decreased with no new rehires obtained during the decrease. After reprocessing the scope is placed in a well-kept s storage room. The ess reported that the facility¿s reprocessing staff have been in-serviced and met with; however, some will continue to reprocess with a few shortcuts due to the fast pace environment. The ess reported that during the observation when the education started on reprocessing the staff was not initially submerging the scope to clean it. They would leave the scope hanging nearly out the water while scrubbing with the detergent and when rinsing. The scope was barely submerged for any period of time and there was not enough water to begin with. The staff brushed but not with the scope submerged. The scope handle was hanging on the faucet of the sink during the entire reprocessing. The staff never let the scope sit in the detergent for the time recommended by the manufacturer. The facility¿s nurse manager was educated on the topic of reprocessing.

Manufacturer narrative:
The device was returned to the service center for evaluation. A visual inspection was performed on the received device using an olympus boroscope to inspect the channels. The instrument channel was checked and noted black marks inside the channel from the bending section side. The channel was further inspected and found kinks inside the channel from the bending section side. The suction channel was observed and did not find any kinks, foreign material, or discoloration. The scope passed the leak test. A review of the instrument history was performed and showed the scope was purchased on august 13, 2018 with no previous repair history. Based on the evaluation, the cause of the black marks inside the channel is due to incorrect reprocessing.

Manufacturer narrative:
The device was returned to the service center and is pending physical evaluation and microbial testing. The scope will be sent to an independent laboratory for testing. The user facility has recently had an endoscope in-service and observation.

Event description:
The service center was informed that the scope cultured positive for bacillus species after reprocessing. The user facility has performed in house testing of the automatic endoscope reprocessor¿ s (aer) water and water filter before and after reprocessing and the test results were negative. There are no associated patient infections reported.